Event description:
It was reported to medtronic minimed that the insulin pump backlight was not working and the battery cap was malfunctioned. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on successfully after battery installation with full display and back light. Unit passed the self test. Display options screen was set to low and high brightness along with backlight settings. All display options settings function accordingly to settings. No backlight anomalies noted during testing. Unit was cut open to perform visual inspection and found dried insulin on the motor slide. P-cap locked in place properly during testing. Unit received with the following cosmetic damages: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, battery cap contact missing, and cracked case. In conclusion customer allegations were not confirmed during testing. All display options were fully functional with no back light anomalies noted. Alleged battery cap contact damage confirmed where battery cap contacts missing was noted. Dried insulin on the motor slide noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.